Event description:
It was reported that the patient's vns showed high impedance with output status. The patient did have a big seizure and may have fallen. However, per the treating health care professional, there was no trauma. The patient reported no pain in the neck. No further relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported that the patient underwent generator replacement surgery. The physician detached the patient' generator and hooked a new generator to the same lead and saw ok impedance at around 3700 ohms. They tested diagnostics 5-6 times and did positional diagnostics with the patient's head turned and the arm pulled up laterally to do their best to rule out a micro or intermittent fracture. Impedance was ok. They did not try reinserting the pin on the old generator to see if impedance was okay on the old generator after pin reinsertion. The explanted generator was received for analysis but analysis hasn't been completed on the date to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The generator performed according to functional specifications with no anomalies identified. No further relevant information has been received to date.